Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: patient lost "motors" procedure: revision surgery (removal of rods) it was reported that during surgery the ball of the driver broke while removal of the rods. No patient complication were reported as a result of the event.

Manufacturer narrative:
Additional info: product analysis: visual and optical examination identified that the tip of the driver has been sheared off and is missing. The hardness is within print tolerance. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.